Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient presented with aseptic loosening of the right total knee tibial component. The patient was screened pre-operatively for infection. An extensive synovectomy of the medial gutter, lateral gutter, suprapatellar pouch, and fat pad was performed. Tissue samples were sent for culture. The patella was dislocated laterally. The patella was found to be well fixed. The polyethylene insert was removed using an osteotome. Attention was then turned to the femur. The femoral component was found to be well fixed. Attention was then turned to the tibia. The tibial component was found to be loose. The tibial component as removed using osteotomes and a bone tamp with minimal bone loss. No peri-operative complications were noted. The patient was in stable condition. The patient's first revision was reported under 1038671-2022-01430.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, g3/g4, h6. The following sections were corrected: d1a, h6. 510k# cannot be determined/ device is unknown. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following corrections have been made: b1, b2, b5, d1, d6a, h6: clinical code, h10. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01431. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. It was reported a patient underwent a right total knee revision approximately fourteen (14) years, four (4) months after an initial bilateral total knee arthroplasty procedure. Subsequently, nine (9) years, seven (7) months later, the patient underwent a second right knee revision procedure due to aseptic (non-infected) loosening of the tibial component. An operative report was provided. The femoral component was noted to be well fixed. It was noted there was no peri-operative complications. The patient was noted to be in stable condition. No further patient impact was reported. No additional information is available.